Event description:
During a laparoscopic colon procedure, the active blade fractured and broke off outside of the pt. The piece was retrieved. Another like device was used to complete the procedure. There was no pt consequence.